Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery status bar was gray. It was stored indoors for 6 days and re-checked, but the issue persisted. The device was not used and there was no patient involvement.